Manufacturer narrative:
Submitted: 03-aug-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: device evaluation: on investigation, the battery compartment was cracked. Animas llc (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 18-jul-2018.